Event description:
The customer reported the masimo technology in the philips mms is not correlating with blood gases in the cvicu. The patients that the blood gases were drawn on were cardiac patients requiring intensive care stay. The discrepancy between blood gases and masimo pulse oximeter in the philips mms was approximately in the range of 5 percent.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.